Event description:
It was reported by a user facility that a uf check valve alarm occurred because the valve had cracked and fluid began to leak. There was patient on the machine at the time of the event. The patient was taken off the machine and completed therapy on other machine. There was no medical intervention required or adverse event. The machine was put back into circulation after the cracked valve was replaced. No further information is available at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. There have been no adverse events associated with this reported issue.